Manufacturer narrative:
No service record (sr) relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per sr history. The system found to meet all cosmetic and product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
No sample or valid serial number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a patient experienced pus in eye after the cataract surgery was performed by using an ophthalmic operating console. The patient required unspecified medical or surgical intervention. Additional information has been requested but none received.